Event description:
The physician was using an amphirion deep pta balloon catheter to treat a lesion in the right ata which exhibited 99% stenosis, moderate tortuosity and severe calcification with a lesion length of 300mm. The amphirion deep was inspected and prepped prior to use with no issues noted. The physician performed pre-dilation using a non -medtronic device 3 times with 90% stenosis was remaining after pre-dilation. The amphirion deep was then used, however, part of the target lesion could not be expanded after the first trial,and the physician performed expansion again. When expansion was performed again to the incomplete part of the lesion by using the same device, the balloon ruptured. During device removal, physician encountered resistance crossing the calcification and the balloon detached. Attempts were made to remove the detachment by snare however were unsuccessful. The detachment was successfully removed by opening up the lesion. Due to bad blood flow at suture part, the lesion was expanded by another balloon. The operation was completed by confirming the blood flow. Physician commented ¿I do not think that this event was occurred due to device problem¿. Evaluation summary: the device was received in 4 parts: 1_balloon, 2_part of guidewire tube stretched, 3_part of guidewire tube stretched and 4_proximal part of the device with part of shaft and hypotube. A specific visual inspection detected light kinks on the proximal part of the device. After an additional washing of the balloon and under the microscope, a pin hole in the middle of the balloon identified. Due to the fact that the device was received in 4 different separate parts, no other tests were possible.

Manufacturer narrative:
Evaluation results and conclusions: deformation problem. Patient¿s condition affected effectiveness of device-90% stenosis after pre-dilatation, severe calcification. Related to operational context-detachment occurred most likely as a result of force required in attempts to remove the device. (B)(4).